Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice device failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluated. This is an ancillary service event. A review of the event history log did not identify issues related to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. An internal and external visual inspection revealed no problems. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical testing but failed the rite functional testing due to multiple fills and drains being outside of volumetric specifications. The device failed a manual volumetric accuracy test was performed and failed. The pneumatic system was tested and a leak was found in the left disposable, caused by a cracked door piston. Upon conclusion of the investigation, the direct cause of this problem was a cracked door piston and deteriorated piston foam which were replaced during servicing. This issue is being further investigated through a CAPA. Should additional relevant information become available, a follow-up report will be submitted.